Event description:
Pinnacle flx study. It was reported a jet was observed at follow up. On (B)(6) 2018 the patient underwent a left atrial appendage closure procedure. A 31mm watchman flx left atrial appendage closure device was successfully implanted with a complete seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin and 20 mcg of rivaroxaban were administered. The patient was discharged the next day on aspirin. On (B)(6) 2018, the 6 month transesophageal echocardiogram (tee) findings revealed an inadequate laa seal with jet size of 7 mm. Of note, the 45 day tee performed on (B)(6) 2018 revealed laa seal with jet size reported as 5mm. No patient complications were reported. It was further reported the patient was scheduled for coiling the laa on (B)(6) 2019, the patient presented for an elective coil laac procedure and underwent tee which revealed leak around the closure device. The leak was treated with the placement of a lateral laa occlusion device (coil closure) with no complications. The patient was discharged the next day. It was previously reported there was a 5mm jet at the 45 day follow up. It was further reported that at the 45 days follow up, there was a complete laa seal noted.

Event description:
(B)(6) study. Watchman flx left atrial appendage closure device. On (B)(6) 2018 the patient underwent a left atrial appendage closure procedure. A 31mm watchman flx left atrial appendage closure device was successfully implanted with a complete seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin and 20 mcg of rivaroxaban were administered. The patient was discharged the next day on aspirin. On (B)(6) 2018, the 6 month transesophageal echocardiogram (tee) findings revealed an inadequate laa seal with jet size of 7 mm. Of note, the 45 day tee performed on (B)(6) 2018 revealed laa seal with jet size reported as 5mm. No patient complications were reported.

Event description:
Pinnacle flx study. It was reported a jet was observed at follow up. On (B)(6) 2018 the patient underwent a left atrial appendage closure procedure. A 31mm watchman flx left atrial appendage closure device was successfully implanted with a complete seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin and 20 mcg of rivaroxaban were administered. The patient was discharged the next day on aspirin. On (B)(6) 2018, the 6 month transesophageal echocardiogram (tee) findings revealed an inadequate laa seal with jet size of 7 mm. Of note, the 45 day tee performed on (B)(6) 2018 revealed laa seal with jet size reported as 5mm. No patient complications were reported. It was further reported the patient was scheduled for coiling the laa on (B)(6) 2019, the patient presented for an elective coil laac procedure and underwent tee which revealed leak around the closure device. The leak was treated with the placement of a lateral laa occlusion device (coil closure) with no complications. The patient was discharged the next day.